Event description:
It was reported tha the surgeon attempted to insert a competitor's lens and the lens got stuck in the cartridge. There was no patient contact. The doctor felt the cartridge was defective.

Manufacturer narrative:
Lot order search. Results: a lot order search was performed on the cartridge and there were no similar complaints found.